Event description:
The user facility reported a 70-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant had a cp support ongoing when the team observed an access site bleed. The bleed was treated by the team suturing and 6-10 units of blood delivered. The team did not explant the pump. The support continues.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed. The device was not returned for benchtop investigation. Per the clinical information provided, the root cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical information was provided.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed. The device was not returned for investigation. The cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical information was provided.